Event description:
The headnurse (B)(6) reported that: "during a surgical procedure, the item involved didn't assemble with acetabular head of the device". The surgeon replaced the insert in order to complete the surgical procedure.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.